Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during basa, bolus, fixed prime. Customer's blood glucose was unknown mg/dl. The customer stated that the insulin did not exit and it alarm. The customer was advised that the alarm was caused by set/reservoir connection. Customer was advised to replaced infusion set and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.